Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned units and could not identify any manufacturing related defects. The actual sample was subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Event description:
It was reported that after use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle when nurse try to used the eclipse the safety shield fail off. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pink safety shields fall off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle when nurse try to used the eclipse the safety shield fail off. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: pink safety shields fall off.